Event description:
End user stated that they ran into a wall with their (B)(4) power chair, breaking the later supports on the front riggings, which caused the users legs to bow out and sustain bruising from hitting door jams.